Manufacturer narrative:
B5. Corrected problem description, initial report: inadvertently left out details regarding device diagnostics. H6. Corrected type of investigation code, initial report: inadvertently left out b01 coding.

Event description:
The device diagnostics were within normal limits.

Event description:
Information was later received that the patient had a prophylactic battery replacement. The explanted generator has not been received by the manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has experienced an increase in seizures and that their battery is running low. The patient has been referred for a battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The physician later clarified that battery depletion was the cause of the increased seizures. The increased seizures were below pre-vns baseline levels. No change in medication or intervention had been taken for these seizures.